Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl. Customer also reports that the belt clip keeps falling off and customer saw little piece of medal sticking out. Customer treated low blood glucose with tablet and declined troubleshoot for low blood glucose. Product will not be return for analysis.